Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. Customer's blood glucose level was 133 mg/dl. Tandem technical support assisted customer with using cartridge removal tool to successfully remove cartridge.